Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive when the customer was attempting to unlock the screen. There was no reported impact to customer's blood glucose level. Contact declined troubleshooting with tandem technical support.